Manufacturer narrative:
Additional manufacturer narrative: the subject device remains implanted as the patient was recovered and discharged from the hospital on the following day of the event onset. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event. Per the discharge summary and hospital test results of this event, no indication of a failure or malfunction of the edwards device detected. It is possible that the root cause of this event is related to patient medical history, and condition post aortic valve replacement and coronary artery bypass grafting in 2010.

Event description:
It was reported, via edwards clinical affairs that a study patient experienced an adverse event approximately 15 months after implant date. Event states patient experienced stroke/neurological complication described as acute infarct in the right anterolateral inferior pons/pontomedullary junction. Event was medically treated and patient discharged the following day. The provided discharge summary indicates the following: " admitted (B)(6) 2011 with dysarthria, gait imbalance, and dizziness for past 2 days. Neuro consult, CT, MRI done. MRI revealed residual infarct in the right anterolateral inferior pons/pontomedullary junction. Patient started on plavix, zocor, metformin. Neuro consult assessment was acute cerebrovascular accident. Discharged from hospital (B)(6) 2011 for physical and occupational therapy".